Manufacturer narrative:
Concomitant medical products: product ID: 8780 ,serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial #: (B)(4), ubd: 27-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump for non-malignant pain. The pump administered the following medications: clonidine (concentration: 600 mcg/ml, dose rate 28.8 mcg/day), fentanyl (concentration: 1000 mcg/ml, dose rate: 48 mcg/day), and bupivacaine (concentration: 22 mg/ml, dose rate: 1.056 mg/day) it was reported a volume discrepancy occurred. There were two instances where they got 8 ml more than expected. They attempted to aspirate the catheter about two weeks ago and were not able to aspirate through the catheter access port (cap). It was noted that the patient had lost a lot of weight. The pump was due for replacement soon, so they are just going to replace the pump. The pump replacement surgery was scheduled for (B)(6) 2020. They were filling the pump with saline today and had questions on the bridge bolus. Pump programming and recommended full bridge bolus was discussed. No patient symptoms were reported. The date (B)(6) 2019 is considered an approximate date of event (year known only). No further patient complications have been reported as a result of this event.